Manufacturer narrative:
(B)(4). A supplemental report will be submitted upon completion of plant¿s investigation.

Event description:
A peritoneal dialysis patient reported the cycler he received burned him during one of his fills when the solution had reached 107 degrees. The patient attempted to alleviate the issue when he had removed the heater bag off of the heater tray to let the solution cool down. During follow-up with the clinical manager from patient's associated clinic she stated she was not aware of the alleged event. It was confirmed during the follow-up that the patient did not leave his solution bags directly in sunlight prior to treatment and therefore clinical manager ruled out the issue being patient error. She stated the alleged issue sounded like it was due to a cycler error. The clinic manager stated as far as she knows the patient was feeling well and did not require any medical intervention for the alleged issue.

Manufacturer narrative:
Device was not replaced or returned to the plant for investigation. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device record review confirmed the labeling, material, and process controls were within specification.